Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a tight lesion with mild calcification and 99% stenosis in the mid left anterior descending (lad) coronary artery. Pre-dilatation was performed with a 2.0 x 12 mm balloon catheter. The 2.5 x 23 mm xience prime stent delivery system (sds) was advanced to the target lesion; however, during deployment of the stent a dissection occurred. Another xience stent was used to treat the dissection. No additional information was provided.